Event description:
It was reported the device charge time of 11.55 seconds was unacceptable. The device was reprogrammed and then later replaced due to long charge time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.